Event description:
The balloon would not inflate and was punctured. The physician attempted to place a 2.0mm x 10mm biodivysio stent in the first obtuse marginal artery that was reported to be 80% stenosed. The guide catheter used was a fl4 and the guide wire was a .014 choice pt. The vessel was predilated with a 2.0 mm x 15 mm balloon catheter. During the attempted inflation of the stent, it was reported that the balloon would not inflate and a small leak of contrast solution was noted. The stent delivery system was removed by pulling it back through the guide catheter. It was reported that one of the struts was kinked on the proximal end of the stent. The physician stated he does not know if the kinking of the strut occurred when the stent delivery system was removed through the guide catheter. The lesion was successfully treated with another biodivysio stent. There was no report of any adverse pt event.